Event description:
Reporter is patient who previously used bausch & lomb products, until its recall last year and then switched to amo contact lens solution. Her left eye appeared to be infected, so she sought medical treatment. She was prescribed drops and her symptoms cleared, however, her right eye became very red and her dr was out-of-town so she sought medical care elsewhere and was prescribed drops. In 2007, an ophthalmologist diagnosed her with entamoeba and she was told that the doctor who'd been treating her had been treating her incorrectly. She was told that she would probably loose her eye. Meanwhile she remained in excruciating pain, she was referred to a specialist md, she's been seeing and she has been taking antifungal medications totalling $2400/month. She's seen a total of 11 doctors, spent six weeks in a dark room because of problem, has no vision in her left eye and continues to place drops to her eye (3 drops in total). Thus for she hasn't had her eye removed. Her follow-up appointment is pending.